Manufacturer narrative:
The pump was received stuck in a motor error alarm loop during the bolus delivery and a motor position encoder alarm was confirmed in the history file. Unable to perform the occlusion, unexpected restart or excessive no delivery tests due to constant motor error alarms. The motor was tested outside of the device and passed the motor test. The pump passed the basic occlusion, prime and displacement tests. All operating currents were within specification, and no unexpected low battery or off no power alarms were noted. The pump was received with a cracked display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump alarmed with motor error. The patient's blood glucose at the time of incident was 150 mg/dl. Troubleshooting was initiated for the motor error alarm. Though the drive support cap appeared normal and the device was not exposed to a magnetic field, the customer reported a motor position encoder error alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.